Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had been migrating to the point of protruding up into the armpit. Additionally, the patient developed a boil like abscess over the device that began oozing clear fluid that was blood stained. Moreover, the metallic corner of the device has broken through the skin and visible to the naked eye. Boston scientific technical services (ts) advised the patient to call the electrophysiology (ep) office and discussed that the patient was at an increased risk of infection if the device has eroded through the skin. Furthermore, ts recommended patient to seek treatment at emergency room (ER) immediately. Additional information received which indicated that the device was surgically explanted. No additional adverse patient effects were reported.